Event description:
Reporter alleged receiving a result of 75 mg/dl on the advantage system compared back to back with a result of 45 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated the customer had taken 8 units of novolog, one hour and 40 minutes prior to the result of 75 mg/dl. Reporter also alleged the customer was passed out with the result of 75 mg/dl and the emts treated the customer with liquid glucose gel. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.